Manufacturer narrative:
The user facility's biomedical engineer (biomed) will replace the display on the roller pump.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the display on roller pump went blank while the pump was still running. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.